Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found it was returned deployed without any missing parts, with the suture still loaded within the device, its knot unraveled and with the posterior needle tip undamaged, ejected from the plunger and attached to the suture exiting the guide tube. The posterior cuff was still loaded within the posterior foot pocket with the link attached. The link had detached from the anterior cuff, which was engaged with the anterior needle. The suture was removed from the device without any detected resistance. There was no detected device handle assembly or foot damage. The anterior cuff was removed from the anterior needle tip and the plunger was reinserted into the device to test for proper needle trajectory, travel depth and push mandrel travel. The test was successful with all parameters met. The anterior cuff to link detachment is only an observation and not a failure mode. The observed cuff to link detachment, which may appear to the user as a cuff miss, was the result of the posterior needle to cuff miss leaving the posterior cuff, still attached to the link, in the posterior foot and not permitting unrestricted plunger removal from the device. This led to high stress forces applied to the anterior cuff to link union eventually causing the link to detach from the anterior cuff. The detected posterior needle to cuff miss and link detachment confirmed the reported event. A posterior needle to cuff miss experience can be influenced by many factors, including, but not limited to: manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. A definite cause for this event could not be determined. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a non-calcified right common femoral artery after a carotid stenting procedure. Reportedly, a cuff miss occurred and another proglide was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.